Event description:
It was reported that the patient experienced abdominal pain following placement of an implantable neurostimulator (ins) and was hospitalized. The patient underwent revision surgery due to a migration of the ins implant. Additionally, the patient was reprogrammed in 2009. The patient was reported as doing well and liking her stimulation therapy.